Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-22- client is testing with expired test strips. Test strips open more than 4 months. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with results obtained results of 39 and 89mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 39 and 89mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is (B)(4) 2017 (expired). The meter memory was reviewed for previous test result history: result 1: 39mg/dl, date: (B)(6) 2017 16:27, fasting: no; result 2: 89mg/dl, date: (B)(6) 2017 16:27, fasting: no; result 3: 33mg/dl, date: (B)(6) 2017, fasting: no.